Event description:
It was reported that a patient presented in emergency room due to the implantable cardioverter defibrillator vibratory notification. Upon interrogation, the device delivered an alert for long charge time limit reached and alerted again on (B)(6). The device was replaced. The procedure went well without complication.

Manufacturer narrative:
The reported event of charging time out was confirmed. The device image was reviewed and intermittent charge time out was recorded. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The cause of the intermittent charge time out remains undetermined.